Manufacturer narrative:
Concomitant medical products: 5076-52 lead and dtma1d4 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed and t-wave oversensing (twos) was eliminated. A later testing indicated continued twos and final programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.